Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon ps insert was reported. The event was confirmed based on medical records. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: medical review of this case indicated: extensile exposure in a joint that easily becomes the subject of adhesion formation with arthrofibrosis as complication requiring mua. Patient or device related factors are not evident. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that extensile exposure in a joint easily becomes the subject of adhesion formation with arthrofibrosis as complication requiring mua. Patient or device related factors were not evident. A CAPA trend analysis was conducted for the reported failure mode and concluded that arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient states she is experiencing a lot of pain and swelling in the right knee and when the patient bends their knee, the knee seems to pop and this causes the patient to experience numbness which travels into patient's hip area.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem comp #2r-cem; cat# 5515-f-202; lot# ee3tt; triathlon fix. Peg 2 per pk; cat# 5575-x000; lot# emlfa; triathlon asymmetric x3 patella; cat# 5551-g-299; lot# e95k; triathlon prim cem fxd bplt #1; cat# 5520-b-100; lot# emtlp; unknown simplex cement; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient states she is experiencing a lot of pain and swelling in the right knee and when the patient bends their knee, the knee seems to pop and this causes the patient to experience numbness which travels into patient's hip area.